Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade, the patient's right atrial lead had some visual insulation damage in the pocket. The physician elected to replace the lead and cap the existing one. The patient was stable.